Event description:
It was reported that the tip of the instrument was broken during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the superior jaw is broken at the jaw interface between the dynamic jaw and the shaft. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the jaw is consistent with application of excessive force. A review of the device history records did not identify any applicable nonconformance to specification.